Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. No product or data were provided for evaluation. The report of the receiver initializing without manual restart could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver failed to charge and boot the receiver is perpetual rebooting..open receiver, detached ui pcba, and retrieve the receiver download the receiver log was reviewed and no errors were observed. The complaint was not confirmed because the receiver was shutdown manually prior to perpetual rebooting. A root cause could not be determined.